Manufacturer narrative:
The subject device was disposed.

Event description:
It was reported that during a coil embolization procedure, the proximal end of the coil delivery wire was crimped, broken, and difficult to insert into the microcatheter.

Manufacturer narrative:
Device history record review: the device history record (DHR) review was conducted for lot number 18343477. This review identified 1 unit that was scrapped: 1 unit fell on the floor. Although the scrap unit may be potentially related to the as reported issue, the scrap unit was segregated and scrapped as per procedure. Therefore it was determined that this device met specification. Additional information received indicated that the break was in the first 2-3mm of the proximal end (proximal contact). The proximal contact is not a contiguous part that forms the delivery wire, but a subcomponent located at the proximal end of the delivery wire that works in conjunction with the inzone detachment system, and it remains outside the patient at all times during the procedure. It is highly unlikely that the broken proximal contact may contribute to and/or cause any patient injury; therefore, this record has been deemed non-reportable

Event description:
It was reported that during a coil embolization procedure, the proximal end of the coil delivery wire was crimped, broken, and difficult to insert into the microcatheter.